Event description:
Healthcare professional (hcp) reported that patient was injected in lips and oral commissure with juvéderm® ultra¿ xc. Patient experienced "a lot of pain and superficialization of the product." 48 hours later, patient developed a point of necrosis in mid-lateral region of lower right lip. Patient was prescribed azithromycin. Consulting hcp recommended at least 600iu hyaluronidase, use of aas 300mg, and prednisolone.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.